Event description:
Pt was reported to have 2nd degree burns after surgery.

Manufacturer narrative:
Report filed after the 30 day period as a result of the definition of reportable events being adjusted. Cause was likely, the pt being poorly perfused. Instruction caution users about warming poorly perfused pts.